Manufacturer narrative:
The operator usually attaches the barcode label on their palms on one hand (and not attached on the syringe), and then holds the external handheld barcode scanner by another hand to scan the patient barcode label. Siemens customer support engineer (cse) could not replicate the scanning issue. The customer was using barcode without check digit. They were not labeling the syringe with the bar code label therefore not making a planar surface for readability. The customer's barcode was printed with insufficient quiet zone. As per clsi guideline; auto12ae; page 25; auto12 incorporates the industry-standard 1/4 inch (0.25 inches or 6.35 mm) quiet zones on both the left and right boundaries of the bar code, affording the greatest possibility of successful reading, including support for older legacy scan engines that frequently specify the 1/4 inch (0.25 inches or 6.35 mm) dimension as an absolute requirement for rendering of successful scan decodes. This customer barcodes do not meet the quiet zone requirement of the clsi guidelines or the placement of labels per clsi guidelines. Customer has been encouraged to affix the label on the syringe according to clsi guidelines because the label curve surface is very different compare it on syringe and on the operator hand (depends how the operator hold the label / how they attach it on their hand). Customer was also advised to check the patient ID after scan the barcode before running the sample and double check the barcode label and correct patient sample is matched.

Event description:
An operator performed a venous blood gas (vbg) sample with patient ID number (B)(6) on siemens blood gas system rp500 (serial number: (B)(4)) at 20:20 on (B)(6) 2016. Ae number was scanned as usual before sample aspiration, but without visual checking on the demographic window when prompted up by the system for operator's confirmation. A blood gas result printout was released with a wrong ae number (B)(6). Customer indicated that the result printout with the wrong ae number was caught right away. No wrong patient result was transmitted to lis. There was no report of injury due to this event.